Event description:
The customer reported that they experienced low blood glucose levels of 68 mg/dl. The low blood glucose was treated with juice. The customer also experienced high blood glucose levels that were over 100 mg/dl. The customer believes that these events are due to the set. The insulin pump was exposed to a CT scan. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.